Event description:
The customer contacted baxter's service center regarding a check patient line alarm which occurred on the home choice (hc) during use during drain 1 of 3. The home patient (hp) said that the patient line extension had a leak. The technical service representative (tsr) assisted to end therapy and advised to let the registered nurse (rn) know about getting air in the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that he noticed that the connection between the patient line extension and the patient line on the cassette would not tighten down all of the way. Otherwise, nothing unusual was noted about the supplies. He stated that fluid had leaked out, but no inadvertent exposure was reported. He also stated that there was air in the patient line as well, but he stated that as he was in drain, none of the air entered into his body. After he started over with new supplies, therapy went well. He had reported this event to his nurse. Therapy has been going well since and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.